Event description:
It was reported that the patient presented to the emergency room with rates in the 30's. Interrogation of the pulse generator revealed no anomalies but when surface leads were applied, the device appeared to capture every other beat. This didn't correlate with the observed patient's rate and when the device was programmed to maximum output, there was no capture evident. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.